Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n358259, implanted: (B)(6) 2013, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported having terrible tremors down their left leg and the thing in their back was killing them. The tremors down the patient's leg started right after a surgery on (B)(6) 2015. The patient had undergone a combined 5 surgeries on their neck and back since the implant was placed in (B)(6) 2013. The patient had all their "sc" and "ls" done. The patient's device had 8 programs. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was indicated for spinal pain and post lumbar laminectomy syndrome.